Event description:
Incident details: the hospital reported that a non-ge healthcare ventilator failed, and the patient¿s spo2 dropped to 30% and there was no alarm. The hospital contact stated they could not provide the ventilator manufacturer name, model, part number, or serial number. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".